Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed power error detected alarm. Unable to determine the root cause per r&d. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error. The customer¿s blood glucose was 7.7 mmol/l at the time of incident. Customer reported that they was successfully clear the alarm and complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.